Manufacturer narrative:
A field service engineer (fse) contacted the customer via phone. The customer described how the instrument was locking up (i.e. Non-responsive) and leaking clenz. Once the instrument was non-responsive some valves that were meant to be closed, opened and vacuumed when there should have been pressure. This could cause the lines to fill chambers to capacity and fluid may leak through the vents. In this case, the clenz solution was in the tubing and backed into the lyse reagent bottle. The fse instructed the customer to power everything off and then bring the workstation up first followed by the instrument's computer. Once the instrument was back up, the fse instructed the customer to pull the lyse pickup tube, prime the lyse, put on new lyse and prime again. The instrument was then operational and no further leaking occurred. The root cause for this event was attributed to the instrument locking up and allowing fluids in the tubing at the time of the lock up to flow freely. The instrument had to be reset. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a reagent leaking under the coulter lh 500 hematology analyzer. Per customer, the leak was approximately 2 tablespoons and the fluid was a green solution that seemed to be contaminating the lyse reagent. The customer did not think that there was blood present. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injuries occurred, no exposure was reported and medical attention was not sought.